Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.     A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error code e228 message (poor communication) occurred due to the cable failure. The event can be [detected/prevented] by following the instructions for use, which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿   olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that error code e228 occurred on the camera head. The issue was found during the device maintenance service. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that error e228 is due to a defective camera head cable. The additional finding is as follows: the plug unit was found cracked. The cable has cut marks on it. The groove of the coupler is deformed and a sharp edge is visible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.